Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with catalyft spacer suffering from stenosis. It was reported that the jack-up of catalyft has returned during follow up observation. The jack-up of the catalylt has moved to the initial place. There was no damage to the cage observed. Product still implanted inside the patient and currently their is no plan to explant it. Only jack-up of the implant deviated inside the patient. In this product, which has a jack-up mechanism, the jack-up mechanism was not retained for some reason, so the angle of the cage could not be maintained. The patient has not recovered from the ailments. No adverse event occurred to patient. There were no further complications that were reported.